Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpected reset. Subsequently the customer received a minimum fill notification after the user filled the cartridge with 100 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. The customer's blood glucose level was 127 mg/dl.